Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, the tip of the cartridges was brittle in whole lot. The physician used the same cartridge in a surgery but one lens was damaged as the cartridge cracked at the tip.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The company cartridge was not returned. A photo was provided. The photo showed a cartridge from mid-nozzle to the end of the tip. A yellow single-piece lens was visible in the cartridge tip. The tip had an aneurysm that appeared to have torn, top center. Heavy stress was also observed. The observed damage may indicate a plunger underride occurred. No other determination can be made due to the glare in the photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified lens model/diopter was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The root cause could not be determined. The company cartridge was not returned for evaluation. Based on review of the provided photo, the cartridge tip had an aneurysm that appeared to have torn, top center. Heavy stress was also observed. The observed damage may indicate a plunger underride occurred. It is unknown if a qualified handpiece and viscoelastic were used. The instructions for use (IFU) instructs: the company intra ocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. During lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Split tips may occur due to: ¿ room temperature too cold/cold ovd ¿ plunger advancement speed too fast ¿ inadequate ovd placed in the cartridge the IFU instructs to use the company cartridge at operating room temperatures between 18 degree c (64 degree f) and 23 degree c (73 degree f). The manufacturer internal reference number is: (B)(4).